Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer used glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness and hypothermia. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having sensor glucose versus blood glucose differences that caused them to use an incorrect reading to calibrate their sensor. Troubleshooting was not completed. The insulin pump will not be returned for analysis.